Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had pump replaced on friday (B)(6) 2015. On (B)(6) 2015 the patient was being seen at the hospital with withdrawal. The exact symptoms the patient experienced were not known at the time of the report. The healthcare provider had notified the reporter and interrogated that pump and the pump was in shelf state. The reporter was at the case and felt the pump had been updated to flex mode. At the time of the report the pump was currently infusing at the prescribed rate and the patient was noted as ¿doing better¿. Per the reporter there were no session data report form (B)(6). The pump logs were also read and there were no events from (B)(6). The last change showed from (B)(6) 2015 on the report. It appeared the pump was not updated on (B)(6) as they thought they did. The pump was updated out of shelf state on (B)(6) 2015 and everything was fine. The patient was recovering from withdrawal and receiving effective therapy. The pump was used to deliver gablofen.